Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens was torn while advancing in the injection system. The incision was enlarged slightly to remove the lens, and a suture closed the wound. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that the lens was torn into pieces, and a haptic was torn off from the optic and missing. There was evidence of a clear surgical residue.